Event description:
It was revealed from follow-up received that the lead had high thresholds and recalled. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had performance issues. Additional information has been requested and not yet received. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 lead, implant date: (B)(6) 2006. (B)(4).